Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction: field d4 (lot number) has been updated to include the correct/complete lot number. The maryland bipolar forceps instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a broken yaw axis 6 grip cable at the proximal end inside the housing. The cable was fully broken, likely causing a failure of proper grip tension at the distal wrist. There was no discoloration, corrosion, or contamination on the cable that would result from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of cable breakage is attributed to damage to the cable through external collisions, during use, or during reprocessing.